Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Ic windup was found in the telescope assembly. It was also found that the imaging core or drive shaft was broken at the hub. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in lesion. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. When the catheter was advanced to the lesion, resistance was encountered and the catheter was unable to be pulled back at all. No patient complications were reported and the patient's status is good.

Event description:
It was reported that an imaging catheter got stuck in lesion. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. During percutaneous coronary intervention (pci), an opticross imaging catheter was used. When the catheter was advanced to the lesion, resistance was encountered and the catheter was unable to be pulled back at all. No patient complications were reported and the patient's status is good.